Event description:
Operative laparoscopy kit contained spatula used during the laparoscopic cholecystectomy. The side of the spatula had a hole in it. Therefore, a "minor unintentional liver burn" occurred according to doctor.